Manufacturer narrative:
Headache.

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4), alleging that her daughters onetouch verio flex meter was reading inaccurately low compared to another meter (contour). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when the reporter was contacted by telephone. The reporter stated that the meter issue began the week prior to her contacting lfs, alleging that they obtained an alleged inaccurately low blood glucose result of ¿3.4 mmol/l¿ on the subject meter compared to ¿hi¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that her daughter tests her blood glucose 8-12 times per day and her usual range of results are ¿7.0-12.0 mmol/l¿. The reporter stated the patient¿s diabetes is managed with two types of insulin, levemir (18 units in the morning and 17 units in the evening) and novo rapid (sliding scale, based on blood glucose result, with each meal). The reporter alleged that prior to the alleged inaccurate result, the patient had developed symptoms of ¿headache, nausea, stomach pain and dizziness¿, which they related to her having a high blood glucose. The reporter stated that in response to the alleged symptoms, she administered 10 units of novo rapid insulin to the patient. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately low results, the alleged meter issue could not be ruled out as a cause or contributor to the event.